Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device's alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The device was returned to the biomedical dept with a note that stated, "s421 malfunction alarm, channel b." No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt event and no reported delay of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. No additional info was provided.